Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched display window, broken battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 86 mg/dl. Customer's infusion set pulled out and when the customer pressed the act button, the button error alarm occurred. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.